Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced insulin flow blocked alarm after changing infusion set.  The customer's blood glucose was 311 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. Assisted customer in performing a 5.0u fill cannula. Customer stated insulin exited. Customer stated infusion set cannula is bent. The customer stated that they treated the high blood glucose with manual injections. The insulin pump will not be returned for analysis.